Event description:
It was reported that the right atrial and ventricular leads were suspected to be fractured due to observation of noise on the iegm during isometric contraction test. The leads were capped and replaced on (B)(6) 2017. There were no adverse consequences to the patient.